Event description:
When correlating MFR's chemiluminesence immunoassay method for acth (x) against the irma immunoassay method for acth (y) rptr found a significant bias described by the equation y = 1.279x + 6.1. The mean result of 17 pt samples done by the irma method was 145.8 pg/ml, the mean of the chemil method was 118.7 pg/ml. The reference ranges reported by nichols for the two methods is almost identical. The irma range is 9-52 pg/ml and the chemiluminescence is 7-51 pg/ml. As established via phone calls, the MFR was aware of this bias and was in the process of restandardizing both methods and re-establishing the reference ranges. However, rptr was not notified of the bias which existed between the results of these 2 methods.